Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion. Reprogramming was done, and the device remains in use. No patient complications have been reported as a result of this event.